Event description:
Per patient, the strips are defective and would give no reading except an error message, 7 out of the 25 strips, out of 100 total count. Defective batch for the one touch ultra strp blue 100 perhaps. Dose, frequency and route used: use 4 times a day. Therapy dates: (B)(6) /2012.